Event description:
It was reported that the programmer displayed an error message when downloading desktop version 2.7 software from the software distribution network (sdn). The error would not clear. It was also reported software was downloaded from sdn and programmer crashed with serious programmer issue on screen. Went completely black, tried to reboot, and kept getting message. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer boots to a system error. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Power cord door is breaking loose and the latch tab is bent. The system fan is noisy. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).